Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was over 500 mg/dl, which was treated with manual injection. The customer stated that she did not have time to complete the troubleshooting process, advising that she would contact her endocrinologist regarding the issue. She observed that the insulin pump had low reservoir alarms in the alarm history. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.